Event description:
Information was received from a patient and a manufacturer representative (rep) regarding the patient receiving unknown morphine (25 mg/mL at unknown dose) via an implantable pump for spinal pain indications. It was reported that the patient had an MRI (magnetic r esonance imaging) yesterday and the pump stalled at 11:50am and had not recovered almost 20 hours later. The rep stated that they reinterrogated the pump this morning and it gave them a motor stall message. An agent asked if the patient heard any alarms and the caller said no. The agent reviewed that the pump was likely in telemetry mode and advised them to check logs for recovery. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.